Event description:
It was reported that when using the bd pyxis¿ es server, new patient information and orders were not showing on the server. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were not showing. A technical support specialist checked the server and found that processing messages were stalled. After contacting the integration engineer (ie), it was confirmed that there were no issues with carefusion coordination engine service (cce). The tss restarted bd messaging and communication services and observed a slight delay in extract transform load (etl). The customer was advised to restart the carefusion coordination engine service, but the issue persisted. The customer later reported that purge had been stopped due to an upgrade, causing a backlog of 5 million messages. Maintenance logs showed connection timeouts in external messaging, likely due to limited resources on the database server. All bd services on the application server were stopped, and the structured query language (sql) server service on the database server was restarted. Message processing resumed, and the later the customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, new patient information and orders were not showing on the server. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.